Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Patient not affected. Air is in the line. Rate is 2.2 ml, volume is 55.9 ml, given is 54.15 ml. No further information available.